Manufacturer narrative:
Method: not a product problem, MDR reported due to injury; user error. Results: user error.

Event description:
The customer was getting out of bed, with her daughter assisting her. When the daughter leaned over, she turned the powerchair on with her chest. The chair took off into the customer, hitting her. The end user sustained a fractured tibia and was hospitalized for a day.